Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument and one source pack, it was reported that the instrument started with a speed error, after changing the instrument the wash kit cracked during the washing process. Blood and water leaked out of the bowl and to the floor. The customer could not continue to use the same kit for post-op. The device and instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. There were no visual, audible, or performance abnormalities. The bowl was reinstalled, there was no change noted. No error message appear on the equipment. No transfusion was required as a result of this leak. Medtronic received additional information that the instrument with the serial number (B)(6) had an issue with blood going into the saline.